Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that her husband experienced the high blood glucose. The customer¿s blood glucose level was 422 mg/dl. Customer was treated with manual injection for high blood glucose. Customer stated that the insulin pump had blank display due to battery cap contacts were missing. Customer declined to troubleshooting for high blood glucose. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not returned for analysis.